Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottle side pressure sensor due failed occlusion test. Replaced left and right iui (3rd party parts). A review of the device history record showed the device had a manufacture date of 14 may 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had failed patient side occlusion test. No patient involvement.

Manufacturer narrative:
The reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottle side pressure sensor due failed occlusion test. Replaced left and right iui. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor. A review of the device history record showed the device had a manufacture date of 14 may 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had failed patient side occlusion test. No patient involvement.

Event description:
It was reported that the device had failed patient side occlusion test. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed patient side occlusion test. No patient involvement.